Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the vessel ruptured. The target lesion was located in the left anterior descending (lad) coronary artery. The lesion was predilated using a 2.5x20mm maverick ii balloon inflated to 16 atm for 10 seconds. Then a 2.5x24mm taxus express2 drug eluting stent was deployed at 16 atm. During the procedure, the vessel ruptured and the patient was sent to the operating room for coronary artery bypass surgery. It was reported the physician felt the vessel rupture was not caused by the stent or the balloon, but was because "the patient's vessel was easy to fracture". The patient condition was reported as "unstable until now".

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8893660 found that the device met its material, assembly and product specifications at the time of release to distribution.